Event description:
A report was received that the physician elected to explant patient's system as a precaution instead of revising the leads due to risk of infection. The patient has mrsa, which is not active or device related. The physician prescribed the patient prophylactic antibiotics following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1110-02 serial#:(B)(4) description:precision implantable pulse generator (ipg) model#:sc-2158-70 serial#:(B)(4) description:linear lead with enhanced stylet, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.